Manufacturer narrative:
Citation: prakash y, chopra l, mannina c, et al. Comparative outcomes of transcatheter aortic valve replacement and conservative management in patients with low-flow, low-gradient aortic stenosis. Am j cardiol. 2025;252:30-39. Doi:10.1016/j.amjcard.2025.05.018 earliest date of publication used for date of event. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) versus conservative management in patients with low-flow, low-gradient aortic stenosis. The study population consisted of 328 patients who underwent tavr and 162 patients who were managed conservatively. Various valve types were used for tavr, encompassing medtronic (corevalve / evolut r / evolut pro) and non-medtronic (sapien 3 / acurate neo / acurate neo2) brands. Post-tavr adverse outcomes included: patient-prosthesis mismatch, paravalvular leak (moderate to severe), stroke, myocardial infarction, new atrial fibrillation, need for permanent pacemaker implantation, and major vascular complications. The authors also discussed survival and mortality outcomes observed over the course of the study. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.